Event description:
The reporter stated that the unit states invalid syringe size. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When, and if, the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.